Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Information was received via long-term outcome and quality indicator (loqi) impella registry database reporting two adverse events. "First ischemic stroke middle cerebral artery and second mediastinal bleeding. Cerebral bleed of unknown relatedness and bleeding of possible relationship. The loq states the following: after the patient was extubated, he developed right-sided weakness, expressive and receptive aphasia. Initial nihss was 23 points for right facial droop, aphasia, right-sided weakness. Nihss stabilized at 8 points on (B)(6) 2025 at 0730. Cta was negative for large vessel occlusion, and he is not a candidate for MRI due to durable lvad. The patient had three chest tubes placed on (B)(6) 2025 during procedures (aortic valve replacement, redo sternotomy, tavr explant; impella rp flex implant). Chest tube output between (B)(6) equated to greater than 2l in a 24 hour period. The site was also noted to be "oozy". Blood loss also attributable to repeated wiring catheters. Admission (baseline) hemoglobin 13.7 g/dl, nadir hemoglobin 6.6 g/dl (B)(6) 2025."